Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No frozen displays, missing segments or partial displays, white displays, flashing white displays, gray or faded displays, or unexpected display anomalies were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. Finally no unexpected pump errors 68 or 49 occurred during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display, keypad anomaly and pump error alarm. All buttons were stuck and also the time was not advancing. No harm requiring medical intervention was reported. The device will be returned for analysis.